Manufacturer narrative:
This MDR is being filed on (B)(4) 2012. In response to this reported event, a full investigation is still underway. No conclusion have been determined at this time. This event occurred at: (B)(6).

Event description:
It was reported during a 22 hour surgical procedure that the brake holding the surgical table released causing the table to rotate. As a result of this rotation, the surgeon made an unwanted scalpel cut through the pt's abdominal artery, causing critical injury. The surgeon was able to repair the pt's abdominal artery and the pt survived. This event occurred in sweden.